Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during rewind. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Product is being returned and replaced

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm.